Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber of the device. Patient alleged sinus infection and nasal/throat irritation or soreness. There was no report of serious patient harm or injury.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of (B)(4). Therefore, there is no allegation of a reportable event associated with the device at this time.